Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that inaccurate values occurred. A ffr link was selected for use. During the procedure, the ffr link was not providing the correct display, and the recorded data did not appear to be correct. There were no patient complications.